Event description:
Customer was hospitalized with low bgs. It was stated that when they were driving, two hours after breakfast they started feeling funny. Customer pulled over, checked their bgs, and wound up in emergency for several hours and released. Customer was disconnected from pump. Additionally stated that when they were having a no delivery alarm, the reservoir was removed and reinserted it into the pump. Device was disconnected at that time. Troubleshooting was performed. The buttons were responding properly and it was not an evidence of overbolusing. Additionally they are taking several different arthritis medications. Bgs are high, but customer treated bgs manually.